Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was elevated on the transplant list due to failure to thrive with significant functional limitations and worsening cardiovascular hemodynamics. The cause of the worsening condition was unclear and was not thought to be pump related as the device appeared to operate correctly. The pump was returned for evaluation.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported patient conditions, including failure to thrive and worsening cardiovascular hemodynamics, could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 2.5 inches from the pump header. The remaining portion of the pump cable and the modular cable were not returned. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The outflow graft and outflow graft bend relief were cut approximately 0.5 inches from the graft attachment. A ridge-like crease in the outflow graft was noted when observing the outflow graft lumen through its proximal end and distal end of the graft. Upon removal of the bend relief, a deformation was observed at the proximal portion of the outflow graft, from the outflow graft hardware to approximately 0.5 inches from the outflow graft hardware. Tissue accumulation was present within the deformation, which is consistent with an extrinsic outflow graft obstruction (eogo) and appeared to be present during patient support. The cuff lock was fully engaged, and the apical cuff was returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Review of the available device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 left ventricular assist system instructions for use outlines adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU contains a section entitled ¿preparing the sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. Also in this section, "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. No further information was provided. The manufacturer is closing the file on this event.